Manufacturer narrative:
One medfusion pump was received with no notice of external damage, but the barrel clamp head would not retract to the case. The event history log was reviewed and there was an invalid syringe size alarm in the history. Inspection was conducted and the reported issue was able to be duplicated. The barrel clamp tapered spring slipped over the collar where the blue spring is located causing the head not to retract all the way down to the case. The cause of the issue is known and is design related. The barrel clamp rod and tapered spring will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's lever for syringe size was not correct. There was no patient involvement.